Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: a review of the black box showed multiple call service 012/052/054 alarms. No damage was found to the battery compartment or the battery cap. The pump powered up with two beeps, vibration, and a blank display. Further investigation on the intermittent power complaint was unable to be performed due to a blank display. The slave processor was unable to be programmed via the infrared window. No damage was found to the power circuit and no evidence of moisture was found.